Event description:
A nail, implanted in 1996 during revision of 18 month atrophic non-union, broke post operative. Nail was noted broken 4 years after implantation. Broken nail was removed, was not revised.

Event description:
Subject nail was implanted for a closed comminuted femoral shaft fracture of the right femur on 7/25/1996. Pt underwent revision surgery on 10/14/1996 to add iliac crest bone graft and subject nail was left in place. X-rays taken on 12/7/1998 showed complete union of femoral fracture and all hardware in tact and without fracture. On 2/12/2001 surgeon suggested pt have the nail removed. During removal on 4/4/01 or 4/5/2001 the nail was noted to be broken.